Manufacturer narrative:
Unit passed displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement and self test. Unit received with cracked retainer, pillowing keypad overlay and minor scratches on case. Test reservoir/p-cap locks properly in reservoir compartment. (B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Information received by medtronic indicated that customer experienced low blood glucose level. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.